Manufacturer narrative:
B3: describe event or problem, b5: outcomes attrib to adv event and h6 patient and evaluation conclusion codes have been updated.

Event description:
It was reported that the patient underwent a surgery to implant an inflatable penile prosthesis (ipp), one cylinder was implanted but it was crossed over. No further information has been reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgery to implant an inflatable penile prosthesis (ipp), but only one cylinder was placed because there was scarring in the patient. No further information has been reported.